Manufacturer narrative:
The ICD and the two leads were not returned for analysis. The analysis is therefore based on the existing production documents. The production process of these devices was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 36 months, it was reported that the patient felt marked restlessness and irregular heartbeat. Several days after that, she was admitted to the hospital. There it was determined that a lead had fractured and needs to be replaced. The lead was deactivated and remained inside the patient.